Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that the patient presented with non-st segment myocardial infarction (nstemi). An echocardiogram revealed moderate to severe mitral valve regurgitation. During an urgent triple coronary artery bypass graft procedure, the physician decided to repair the native valve and reported the native mitral valve leaflets appeared tethered, especially the posterior leaflet. This 28mm annuloplasty ring was implanted, however there appeared to be significant central regurgitation. The ring was explanted and a bioprosthetic valve was successfully implanted. Following valve implant, a transesophageal echocardiogram (tee) showed trivial paravalvular leak (pvl) with no evidence of left ventricular outflow tract (lvot) obstruction. No other adverse patient effects were reported. Relevant patient medical history: severe coronary artery disease; unstable angina; severe mitral regurgitation of the native valve